Event description:
It was reported the ted12 was used during a laparoscopic hernia repair. It was reported the balloon broke on three devices. The remnants of the balloons were retrieved. A fourth ted12 was opened to complete the case. There was no consequence to the pt.